Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported the pulse generator exhibited automatic mode switch episodes caused by oversensing. No intervention was performed. No patient symptoms were reported.